Manufacturer narrative:
(B)(4).

Event description:
It was reported that following dft testing, the device would not display the egm. Multiple attempts were made to bring up egm but the message "egm not available" was displayed. It was noted that no morphology template could be obtained. Programming changes were made, and the device allowed for the template to be obtained. Device remains implanted.